Event description:
The customer's biomedical technician reported to the service depot on 09 september 2009 of an inoperable channel select key on channel a on the colleague infusion pump that occurred on an unknown date. The device was properly loaded. There were no alarms or failure codes that occurred. According to the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
The muscvsd was received at aga medical in its original configuration. The device was examined, measured and confirmed to meet dimensional specifications. Using a test 8f and 9f amplatzer torqvue 45° and 180° delivery systems, the muscvsd retracted and deployed through both loaders properly. The test loaders were then attached to test sheaths and the muscvsd advanced through the loader into the sheath, and then advanced, retracted and deployed through the sheath properly and within specifications.

Manufacturer narrative:
Review of the cardiac catheterization report and echocardiograms by aga's medical consultant resulted in the following findings: it appeared that the device was never released from the delivery cable. The right ventricular disc and waist were withdrawn into the delivery sheath, but the left ventricular disc could not be recaptured. Using a larger sheath was also unsuccessful (though it is not clear if this was still only the left ventricular disc). The intraprocedure echocardiogram suggested the device was within the right ventricular cavity when these attempts were made. No cine films were available for review.

Event description:
To summarize this event, during the procedure, an amplatzer muscular vsd occluder ("muscvsd") would not retract into the sheath, despite multiple maneuvers and recapture techniques. The sheath was exchanged and the muscvsd still would not retract, as the left atrial disc inverted into a concave shape and the waist of the right atrial disc did not form. After three hours of attempted retrieval, the muscvsd was surgically removed. During cleaning, the muscvsd reconfigured to its original shape.